Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose alert with the ilet displaying 341 mg/dl, confirmed by fingerstick at 342 mg/dl, after a supply change earlier in the day; the user reported using a cartridge/infusion site without visible issues and completed another supply change with guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.